Event description:
It was reported that before use, the screen of the cardiosave intra-aortic balloon pump (iabp) was frozen and not working. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use, the screen of the cardiosave intra-aortic balloon pump (iabp) was frozen and not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, b3, b4, e1 (initial reporter, event site email), e2, g3, g4, g7, h2, h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and resolved the issue by installing a new video generator board. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the screen for the cardiosave intra-aortic balloon pump (iabp) was frozen and not working. It is unknown under which circumstances the event occurred or if a patient was involved, however, there was no adverse event reported.